Manufacturer narrative:
Device evaluation: h3-lens returned in a microcentrifuge vial in;dry. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -6.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023 . Refractive surprise was observed. On (B)(6) 2024 the lens was exchanged for a same model and same size lens but different power lens. The replacement lens resolved the problem. Cause reported as unknown.